Event description:
It was reported that the cannula did not deploy, indicating a needle mechanism failure. The patient¿s mother stated that they had to seek medical attention due to high blood glucose levels which were not disclosed. The patient was unable to keep anything down and had high ketones for an undisclosed time wearing the pod. On (B)(6) 2025, the patient was admitted to the hospital for 2 days with an unknown diagnosis as they could not remember. As treatment, the patient was periodically given units of insulin to lower their blood glucose levels, which resulted in the ketones going down as well. The patient¿s mother mentioned they did not remember what exactly happened but that they did remember the needle did not work properly. The patient's mother reported the cannula did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
Please see section b5 for additional narrative.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not deploy, indicating a needle mechanism failure. The patient¿s mother stated that they had to seek medical attention due to high blood glucose levels which were not disclosed. The patient was unable to keep anything down and had high ketones for an undisclosed time wearing the pod. On (B)(6) 2025, the patient was admitted to the hospital for 2 days with an unknown diagnosis as they could not remember. As treatment, the patient was periodically given units of insulin to lower their blood glucose levels, which resulted in the ketones going down as well. The patient¿s mother mentioned they did not remember what exactly happened but that they did remember the needle did not work properly.